Event description:
Medics responded to a cardiac call, pt condition not reported. Fastpatch style disposable defibrillation electrodes were attached to the pt. The waveform indicated the pt was in coarse v-fib. A shock was delivered to the pt, the device operator stated the pt did not respond to the shock. The device operator stated they did not believe a shock was delivered to the pt. A back up device was made available, the same defibrillation electrodes were used and care to the pt was continued. The pt was resuscitated. The reporter stated there was no adverse affects to the pt as a result of device operation, as the back up device was already on scene.